Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise on the right ventricular (rv) channel which led to pacing inhibition with two seconds of asystole. The patient was asymptomatic to this event and manipulation and isometric testing of the system did not recreate any noise. Surgical intervention was performed and the rv lead was abandoned and replaced. The pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted a dent in the case and body fluid contamination in the lad barrels. Additionally, there was a hole in three of the seal plugs. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed the cause of the clinical observations was a result of the holes in the seal plugs.

Event description:
This device was subsequently explanted and returned. No further allegations were received against this device.